Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 dual false positive flu b and sars result, 1 patient, asymptomatic (off-label), confirmed by pcr. The same patient received 1 false positive flu b and 1 dual false positive flu a and sars result. Additional mdrs will be filed for the other events.